Event description:
The customer reported being hospitalized due to low blood glucose. The caller stated that she was taken by the paramedics. The customer declined to give more information about the event. Initially the customer called to make sure that she has programmed properly her temporary basal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.